Event description:
A malfunction alarm was reported on the pump. There was no reported impact on the customer's blood glucose level. The customer opted for multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The technical support instructed the customer to store the pump correctly and return it using a pre-paid label within 10 days, which the customer acknowledged and understood.